Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient passed out while sleeping, and his aunt found him. There were no symptoms prior to the losing consciousness. The patient's aunt called an ambulance, and the patient was taken to the emergency room. He was unconscious for more than 20 minutes, and the paramedics applied honey to his tongue. The patient was unaware of the cgm readings before being sent to the emergency room. At the emergency room, the cgmm reading was 86 mg/dl, and the bg reading was 19 mg/dl. No information was provided about any medical treatment at the emergency room, and there were no reports of injury or self-medication before the incident. The patient stayed in the hospital for 4 hours and at the time of the report he was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.